Event description:
It was reported that this patient presented for a routine device follow up. The health care professional noted that device interrogation was unsuccessful, and an error message was observed stating the device was in safety mode. Device replacement was recommended and scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.